Event description:
Customer reported "unregulated flow" occurred. Intended rate was 27ml/hr for 150ml with a vtbi of 250ml. Protonix infused in 40 minutes. No patient harm occurred. The facility's biomed tested the pump and results confirmed unregulated flow. Although requested, no further event and patient information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The device was received. Investigation is not complete. A follow up report will be submitted with any relevant information.